Event description:
It was reported that during a da vinci-assisted mitral valve replacement surgical procedure, integrated electrosurgical unit (iesu) had no power. The site tried moving the power cord to multiple outlets and the power would not come on. Intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer check the power cable on the back of the iesu. The site stated it was fully secured; the caller had already set up a third-party generator and was using that for the case. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse went on site and replaced the integrated electrosurgical unit (iesu) . The system was tested and verified as ready for use. Isi received the iesu part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported issue ¿iesu has no power¿. Tableau report review was performed. Per the review, the following was confirmed: system serial #(B)(4), event date (B)(6) 2022, and procedure name/category- updated to cardiac/ mitral valve replacement. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: it was reported that during a da vinci-assisted mitral valve replacement surgical procedure, integrated electrosurgical unit (iesu) had no power. The electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup/third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.